Manufacturer narrative:
Additional information was received that the physician believed that the symptoms were not procedure related and did not think that there was an infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial#: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptoms of infection included pain and yellowish to brownish discharge at the site. The physician believed that infection was not device related. The patient was prescribed antibiotics and was reportedly doing well.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptoms of infection included pain and yellowish to brownish discharge at the site. The physician believed that infection was not device related. The patient was prescribed antibiotics and was reportedly doing well.